Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/27/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a low event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were on the phone with their mother who stated that the patient was stammering and unable to articulate clearly. It was indicated that the patient's finger stick reading was low but did not provide a value and their brother called the ambulance. The patient was taken to the accident and emergency department at the hospital and was treated by getting an infusion. The patient stated that they were refused to stay in the hospital overnight and left the hospital after 4 hours. The patient did not suffer from any injuries at the time of event and was conscious during the event. Additional patient or event information is not available. No data was provided for evaluation. The reported event of inaccuracies could not be/was confirmed. A root cause could not be determined. Reportedly, the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days.